Event description:
Related manufacturer reference number: 2017865-2022-02022. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular(rv) lead and atrial lead exhibited noise leading to noise reversions. The suspected cause of the noise was lead on lead abrasions between the rv and atrial lead. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the previous surgery was performed for the ventricular lead and pacemaker. Only programming changes were performed for the atrial lead.

Manufacturer narrative:
Correction: section b1- only product problem should be selected as no surgery was performed to address atrial lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-03020 new information noted a surgery occurred to address the noise. The patient was in stable condition.